Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the placement of a pipeline flex shield 3.50mm x 20mm for a left superior hypothoseal saccular aneurysm, the patient experienced numbness on the right side, transient episodes of right-sided hand weakness, speech issues, right hand numbness and weakness, and right facial numbness. Magnetic resonance imaging (MRI) revealed multiple t2 hyperintense foci throughout the left cerebral hemisphere with post-contrast enhancement, consistent with non-ischemic cerebral enhancing lesions (nice event). The patient was administered dual antiplatelet treatment with plavix and aspirin, as genetic testing indicated responsiveness. Steroids were initiated as an intervention. Follow-up MRI showed a decrease in size and enhancement of multiple focal flair lesions. The angiographic result post-procedure indicated that everything appeared satisfactory following the placement. The device remains implanted and in service. Additional information received reported that the patient went without incident on (B)(6) 2024 but once off steroids ended up in ER with stroke symptoms this concluded with diagnosis of non-ischemic lesions located in 4 places likely due to searing of the stent during placement. Follow up CT and MRI done seeing flares or lesions were reduced post procedure. Procedure date was (B)(6) 2024 first emergency room visit on (B)(6) 2024 with another ER visit on (B)(6) 2024 both times presented with stroke-like symptoms of facial drooping and slurred speech.